Event description:
Complainant alleged that clinicians were attepting to resuscitate a pt (age and gender unknown) but after three successful shocks to the pt, the device displayed a "defib fault 78" message and would not charge energy. There was no indication from the complainant of any adverse affect to the pt as a result of the reported malfunction.